Event description:
It was reported patient presented in clinic with device reset. The device had all prior programming in effect. Due to time constraint the device was planned to have code reloaded.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.